Event description:
The patient came in due to signs of an infection and the pathogen is unknown. At about 10 moths form primary the surgeon performed a washout and revised the head and liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 27 july 2022 on lot 2100259: lot 2100259: (B)(4) items manufactured and released on 23-apr-2021. Expiration date: 2026-04-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review. Additional implanted components: batch review performed on 27 july 2022 on liner: versafitcup dm 01.26.2850mhc double mobility hc liner ø 50/28 (k092265) lot. 2103097: lot 2103097: (B)(4) items manufactured and released on 17-may-2021. Expiration date: 2026-04-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.